Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 was not able to move and was showing an error. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which revealed error 32098 on usm 2, and that usm 2 was disabled. The tse advised the site they could bring in usm 1 or attempt a hard restart. The site brought in usm 1 to complete the case. The site stated they would call back after the case to troubleshooting further. The procedure was completed with no injury to the patient. The initial reporter contacted isi to further troubleshoot the issue after the completion of the case. The tse had the site do a hard restart with no reported change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. When the unit was tested on an in-house system, it failed normal mode as it triggered an error of 32098. When the arm was tested from the patient side cart (psc) fixture test platform, it failed the direction test with a 32098 error logged. Remote fe recorded errors 32098, 25930, and 23007. When the insertion stator was disconnected and the arm was re-tested for the direction test, the arm passed and error 32098 went away. When the original insertion stator was reconnected, the arm failed again on the direction test with error 32098. All other psc fixture test platform tests passed.